Event description:
A 87-yr-old male with a history of sick sinus syndrome treated with single 1/min chamber pacemaker support in 1981 with replacement in 1995. At that time his chronic unipolar ventricular lead was retained and a long adapter was used to attach to a pulse generator. His course since then has shown gradual deterioration in unipolar impedance, suggesting insulation failure. Clinically symptomatic oversensing threatened the voo modality. The adapter was removed and the impedance and the pacing threshold on the chronic indwelling ventricular lead was satisfactory, indicating probable insulation break involving the adapter only.